Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis revealed the inner and outer insulation was breached by stylet/guidewire. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during an implant attempt, a coronary wire was inserted in the lead. After a few centimeters behind the ring the wire came out of the insulation. Another lead was implanted. No patient complications have been reported as a result of this event.